Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine device exchange. During procedure, the physician noticed that the right ventricular lead had an insulation breach. Lead measurements were stable. The lead was capped and replaced on (B)(6) 2020. Patient was stable post procedure.